Event description:
A product complaint was filed with a distribution sales representative that a patient was having an option ivc filter removed when it was initially noted that the filter was fractured. According to an e-mail dated on (B)(6) 2013, the physician consulted with his partner and they decided to leave the filter in the patient with no injury to the patient at the time.

Manufacturer narrative:
Complaint follow up: attempts by rex medical personnel as well as (B)(4) (distributor) personnel to contact the physician who was to perform the option filter retrieval and obtain case information was successful on (B)(6) 2013. Complaint sample evaluation: complaint sample was not returned to rex for review. Retain device evaluation: no device retain evaluation performed for this lot no. Root cause: a definitive root cause as to the cause of the filter fracture could not be determined at this time. Conclusion: there was no complaint sample available for return to rex for investigation. A device history record review was performed on (B)(6) 2013 to see if there were any abnormalities during the manufacture of the lot number in question. No abnormalities were discovered. The physician reported that the a cava gram performed prior to the attempted retrieval found that the filter appeared intact prior to retrieval. After snaring the filter, the physician stated that when he went to remove the filter, he noticed that one of the struts was visibly fractured and embedded in the caval wall. At this point, he decided to leave the filter in place. A definitive root cause could not be determined for this product complaint.